Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 127 mg/dl and the sensor glucose was 59 mg/dl at the time of the incident. The customer reported that they had trouble with 2 sensors. The customer calibrated blood glucose and this morning blood glucose was 127 mg/dl. Since 7 am it said their blood glucose was 60 mg/dl something then went down. It was 80 mg/dl then going down again. The patient tried on another machine and it also said 127 mg/dl so customer calibrated. It the said 72 mg/dl. Customer had a lost sensor signal and change sensor. Today she has had issues with sensor glucose versus blood glucose. Customer did not receive a change sensor alert after a calibration not accepted. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose values of 59 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The sensor will not be returned for analysis.